Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead has had low r-waves since 2011. In (B)(6) 2011, a 21 j defibrillation threshold (dft) test was performed successfully at a low sensitivity of 1.0 mv. Since that time, the r-waves have been consistently low at 2-4 mv. At device change out in (B)(6) 2017, the physician decided not to revise the rv lead. The impedance and threshold had been steady since implant, and another 21 j dft was performed successfully. The lead remains in-service. No additional adverse patient effects were reported.